Manufacturer narrative:
Catheter model# 8711, lot# j11170r48, implanted: (B)(6) 2002; catheter model#8596sc, serial# (B)(4), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the patient experienced baclofen withdrawal, sustained muscle spasms, irritability and tires easily. Examination/palpation on (B)(6) 2008 results were increased tone. The severity was moderate. The patient was hospitalized. The catheter was kinked/occluded. A surgical revision was performed on (B)(6) 2008. The lumbar portion of the catheter was spliced. The explanted catheter was disposed of. The pump was delivering lioresal. The outcome was resolved without sequelae.